Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-product analysis:the device was returned and evaluated by product analysis on 07/06/2015 with the following findings:the complaint could not be investigated due to an unrelated issue. The pump powered on with a called service (052) alarm. Moisture was observed on the pump¿s internal components. The keypad was torn; leak testing revealed a keypad cover leak.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (flashing display w/moisture-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.